Event description:
A physician reported that an ophthalmic trocar cannula did not come off during a vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened trocar assemblies in a small parts tray (smpt) and within a bag were received for the report of the trocar cannula did not come off during surgery. The samples were visually inspected and were found to be conforming. The samples were then dimensionally inspected for cannula inner diameter and were found conforming. A functional fit test was unable to be performed since the associated component was not returned. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned samples were found to be conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar assemblies were manufactured to specifications. All trocar assemblies are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).